Event description:
A report was received that a patient was experiencing difficulty charging his ipg. The patient had pocket revision procedure and the physician repositioned the pocket site. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.